Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had a problem and could not figure out how to deliver a bolus last night when they went to dinner and blood glucose continued to rise over night. The customer had 60grams of carbohydrate for lunch and inserted it in pump and took insulin for it. Now insulin was always up to 400. The customer had a high blood glucose last night when she was trying to attempt a bolus and was unable to do it. Patient's blood glucose at time of incident was 425mg/dl. Patient's current blood glucose was 425mg/dl. The customer had nausea. The customer treated it with syringe. Based on customer report customer does not allege pump was under delivering. The customer reported that there were large air bubbles. The customer also found a little blood. Customer declined to perform the high pressure test. Customer does not have a tubing clamp available. The customer was advised to monitor pump and call back for further troubleshooting. During high blood glucose troubleshooting it was concluded that she had air bubbles in the tubing. The customer had high blood glucose since yesterday and unable to deliver a bolus. Approximate size of air bubbles was half an inch. Air bubbles were not removed successfully by troubleshooting. The insulin pump will not be returned for analysis.